Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times as well as a minimum fill notification. Additionally, it was reported that the pump time was incorrect. The customer's blood glucose (bg) ranged from 322 mg/dl to "high"; although specific value was not provided. The customer administered a correction injection to address the bg. During troubleshooting with tandem technical support, the customer corrected the time and ultimately reverted to an alternate method of insulin therapy.